Event description:
It was reported that during a laparoscopic assisted anterior resection procedure, only the posterior 1/3 of the staples had closed. The procedure was completed by hand-suturing the anastomosis. There was no patient consequence.